Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of leakage from infusion set tubing connected to the "reservoir" and head of the "reservoir". The leakage occur during normal use of infusion set. No further information available.